Event description:
It was reported that when the patient presented to the hospital for device change out, the atrial lead exhibited noise. The noise could be replicated with arm movement. The lead remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.